Event description:
I have used fixodent, poligrip, superpoligrip, super poligrip extra care w/polyseal or equate from 1994 to present. While using these products, I began having numbness & tingling in my extremities. In 2001, I was diagnosed with neuropathy. My neuropathy is permanent and I still require medical care. Dose or amount #1 denture cream. Denture cream. Frequency: daily. Route: oral. Dates of use: 1994 - present. Diagnosis or reason for use: denture adhesive cr. Event abated after use stopped: no.